Event description:
It was reported that the patient presented to surgery with l5-s1 spondylolisthesis. The patient underwent a procedure for alif l5-s1 and posterior segmented instrumentation with hydrosorb cage, posterior hardware, local bone, calcium phosphate, and rhbmp-2/acs. Bmp was placed inside the implant. At 1 month post-op the patient presented with dvt/pe/edema. At 2 months post-op the patient had a loose setscrew and at 3 months post-op underwent a procedure for hardware removal.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).